Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the locking feature has been damaged and deformed. There are also indentations to the bottom lip of the device. It is unknown if the damage occurred during or prior to the assembly attempts. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the polyethylene liner could not be seated into the acetabular shell. The surgeon repeatedly hammered in the liner, but it remained floating about 1 mm. The surgeon replaced it with a highwall liner and completed the procedure. There was no patient injury as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign: japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.